Event description:
Customer called on (B)(6) 2011 reporting that the waste line from the coulter lh 780 hematology analyzer instrument broke and waste leaked onto the floor. Customer was wearing personal protective equipment at the time of the leak and no exposure or injury was reported. Patient results were not affected as a result of the leak. Field service engineer (fse) was dispatched and found the waste tubing had come off the waste fitting at the back of the instrument. Fse trimmed and reconnected the tubing securely to the waste fitting.

Manufacturer narrative:
Bec identifier for this report is (B)(4).